Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported image resolution poor is due to procedural conditions. The cause of the reported instructions for use (IFU) was due to user error. The cause of the reported incomplete coaptation cannot be determined. A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation. The reported medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. It should be noted that the mitraclip g4 clip delivery system cds0706 instructions for use (el2133733 rev. A, step 29.1), warns ¿advance the dc distally to position the clip approximately 2 cm below the valve. Ensure that the clip arms are oriented perpendicular to the line of coaptation¿. Since the physician implanted even when perpendicularity was slightly off alignment during the procedure, this is considered as a deviation from the instruction for use (IFU). A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation. Additionally, step 29.4.1 warns ¿failure to confirm that both grippers have been lowered onto the leaflets prior to closing the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda).¿. Since the physicians implanted the clip without confirming the leaflet coaptation and insertion during the procedure to ensure if there was sufficient leaflet capture, this is considered as a deviation from the instruction for use (IFU). A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation.

Event description:
This is filed to report the clip detaching from the posterior leaflet and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. A ntw (lot: 30306a1011) was positioned on the valve. Visualization was difficult. The sales representative thought posterior leaflet insertion was not great, but the account decided to deploy. Once deployed the clip detached from the posterior leaflet. No evidence of tissue damage observed. An additional clip was implanted to stabilize, reducing mr to grade 2. The patient is reported to be stable. No additional information was provided.